Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy radical w/lymphadenectomy surgical procedure, during the pre-case test, the endoscope rotated very poorly. There was a creaking noise and a lot of resistance between the base and the housing. After installing the endoscope, it could not be rotated from the console. The defective scope was replaced with backup and the procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained following additional information: the complaint was identified post-anesthesia; the procedure was delayed for less than five minutes. Additionally, it was hard to rotate the housing, so the image was still. Further information was received from the site on 06-mar-2024 stating: hospital staff reported occurring error 23003 on universal surgical manipulator (usm) 3 and problems with endoscope camera. Camera did not rotate properly during pressing "scope up/scope down". Error occurred couple times during a few procedures. Staff reported that image was rotated by about 100 degrees ¿ 60% of full rotation. Issue was resolved by manual rotating the endoscope camera.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 30-degree plus endoscope to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope also failed transmittance test.